Event description:
While pt was on the couch, the images scanned requested a several cm shift. The site noticed the unusual shift and removed the pt from the couch. Svc arrived onsite to investigate customer complaint of erroneous pt shift appearance of kv lat requiring a several cm pt shift according to acquired image on pt ID# (B)(6) occurring at approx 1pm on (B)(6). The varian svc engineer turned off paxscan and reseated cabling. Found loose fiber optic, adjusted; images corrected.

Manufacturer narrative:
The varian svc engineer turned off paxscan and reseated cabling. Found loose fiber optic, adjusted; images corrected. Though still under investigation, varian has determined that an MDR is appropriate, as this possible situation, should it recur, could potentialy result in serious injury. Add'l f/u to this MDR is expected upon completion of the investigation. (B)(4).